Manufacturer narrative:
X2 user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received a minimum fill notification after loading a re-used cartridge with 120 units of insulin onto the pump. The customer's blood glucose was 348 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.